Event description:
On (B)(6) 2010, a company rep reported the pt is having issues with her infusion set cannulas. The caller disconnected during transfer. The mother stated the cannulas are coming out of the pt's body. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.